Event description:
It was reported that the pump displayed malfunction code malf 15. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears.